Event description:
Device analysis found that the outer body catheter was separated. There were no clinical consequences to the patient.

Manufacturer narrative:
Device analysis revealed that the outer body was compressed, wrinkled and separated under the strain relief. The inner body catheter was kinked and separated. The inner body was jammed in the outer body and could not be removed. There was a small amount of blood in the inner body and outer body. The inner body separated hub section was not returned. The stent was not in the outer body and was not returned. The dimensions for the outer body and inner body were found within specifications. The observed damages to the outer body and inner body are indicative of high friction during stent deployment. This tensile force in the catheter can cause stretching of the outer body catheter, and the corresponding compressive force in the inner can cause compression the inner, which may manifest itself as buckling, bending, and possibly kinking and breakage. While the blood found in the returned device can be an indication of inadequate flush, because additional information indicated that continuous flush was maintained, this could not be definitively identified as the primary cause or contributor. Information available, indicate that the lesion was situated in a tortuous segment of the ophthalmic artery and that it was 90% stenosed. It is probable that the observed findings is related to excessive tortuosity in the region of the loaded stent, resulting in higher deployment force or excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the inner body to the stent. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
Device analysis found that the outer body catheter was separated. There were no clinical consequences to the patient.